Event description:
During the procedure, the ureteroscope was advanced up to the ureter into the kidney. After pyeloscopy and necessary procedure was performed, the ureteroscope was pulled back however, it was unable to be removed at the level of the distal ureter. More attempts were made to remove the scope using a combination of techniques but failed from the antegrade fashion. Procedure was then converted to pcnl (percutaneous nephrolithotomy). During this time, the rubber sheath which appeared to have been pancaked/flattened was sliced up to facilitate extraction of the ureteroscope and distal sheath. Rubber sheath was torn and ripped at the tip of the scope.